Event description:
It was reported that an external fluid leak was observed on one unit of a u9000 ultrafilter during patient use. An alarm was not triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photo showed only the product label (lot number is visible). Therefore, no detailed investigation can be performed. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. This is a design related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.